Event description:
It was reported that review of the pacemaker system, implanted with this right ventricular (rv) lead, indicated that sudden brady response (sbr) was inappropriately triggered while the patient was sitting on the couch at home. It was noted that the rv lead was currently being monitored due to known oversensing and abrupt drops in rv pace impedance measurements over the past year. Upon review, technical services (ts) explained that this rv lead oversensing contributed to the fast-pacing rate observed on the stored event. Sbr uses a weighted average of the ventricular rate to calculate the provided therapy rate, and rv oversensing impacted this calculation resulting in the observed inappropriate sbr pacing. The clinician will discuss this with physician. The pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was broken. As a result, this rv lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).